Event description:
Litigation alleges that patient had severe and persistent pain in her left hip, which has increased over time; difficulty walking; decreased range of motion; difficulty performing activities of daily living; elevated levels of cobalt metal ions in her bloodstream; and loss of muscle mass and deterioration of the soft tissues in her hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.